Manufacturer narrative:
The event of "bleb-related issues" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "11 weeks post op, bleb revision with fibrin glue due to bleb dysesthesia" in left eye. 5 weeks later, iop at 16 mmhg, while on bimatoprost-timolol fixed combination. Device remains implanted.

Manufacturer narrative:
Article citation: sartor, lauren, et al. ¿management of bleb dysesthesia following subconjunctival micro-invasive glaucoma surgery by revision with fibrin glue.¿ clinical & experimental ophthalmology, vol. 50, no. 4, 2022, pp. 463¿64. Crossref, https://doi.org/10.1111/ceo.14073. The additional event of "keratitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Through an article, "management of bleb dysesthesia following subconjunctival micro invasive glaucoma surgery by revision with fibrin glue," it was reported patient experienced an oversized superonasal bleb 6 weeks post-op. It was further complicated by a corneal dellen, with an intraocular pressure (iop) of 21 mmhg. Patient reported foreign body sensation and blurred vision with corrected distance visual acuity (cdva) of 6/18. Topical dexamethasone was continued with frequent preservative-free lubricating eye drops. At 11 weeks post-op, bleb revision with fibrin glue application was performed. 12 weeks later, iop was 18 mmhg and cdva was 6/12 with a reduction in bleb size and subjective improvement in pain and discomfort. At 16 months post-op review, iop was at 16 mmhg and cdva 6/9. Patient was also on a fixed-combination of bimatoprost-timolol. Events resolved. This is the same article reported under MDR report # 3011299751-2022-00004 (allergan complaint #pr (B)(4)). This MDR is being submitted for the first patient.